Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a leak was discovered during machine evaluation. It was reported the technician was operating the device when moisture was identified inside the pressure bottle and tubing. There was no patient involvement. No additional information is available.